Event description:
Revision surgery due to cup displacing over time.

Manufacturer narrative:
Product is not being returned. Catalog and lot numbers of explanted products were not provided. Complainant claims that the original surgery took place over 15 years ago. The earliest encore hip 510 (k) was cleared 12 years ago, so this may not be an encore product. Based on the currently available info, this is the final report. Add'l info will be provided if it becomes available.